Manufacturer narrative:
Additional information provided: the customer¿s report of the device turning off during transport was neither confirmed nor replicated. Analysis of the pca module event log shows a power on event while the pca module was in use without a channel off event. The pcu was not returned for investigation, so it cannot be determined if the pca module shutdown due to a channel disconnect or due to a malfunction of the pcu. Review of the pca module error log found no errors during the time period of the reported event. Functional testing performed did not produce a channel disconnect, however the pcu that was attached to the pca module at the time of the reported event was not received for investigation. The root cause of the customer¿s report of the device turning off during transport was not identified.

Event description:
It was reported that a pca device turned off during transport to hospice without warning or message. There was no access to the locked system, and no access for a restart.. A backup pump was provided upon arrival; the pcu remained active but the pca shut down without any warning or message, and would not restart. There was no patient impact.

Manufacturer narrative:
The customer¿s report of the device turning off during transport was not confirmed. Physical inspection noted device was received with the instrument seal intact. The iui (left female iui on pca) was observed to be slightly contaminated and is also cracked at the upper front side. Analysis of the pca module event log shows a power on event while the pca module was in use without a channel off event. The pcu was not returned for investigation, so it cannot be determined if the pca module shutdown due to a channel disconnect or due to an 800.8000 software malfunction. Review of the pca module error log found no errors during the time period of the reported event. Functional testing performed did not produce a channel disconnect. The root cause of the customer¿s report of the device turning off during transport was not identified. Although requested, patient demographics were not provided.

Event description:
It was reported that a device turned off during transport. No patient harm or affect.